Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remained implanted. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Replacement of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis or non-calcific degeneration. As the device was not returned for evaluation, the root cause for the calcification, stenosis, and regurgitation cannot be conclusively determined at this time. However, it is likely that patient related factors and progression of the underlying disease may have contributed to the event. If new information becomes available, a supplemental report will be submitted. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No corrective action is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 25mm pericardial aortic valve was disabled after an implant duration of two (2) years, three (3) months, seventeen (17) days due to calcification, critical aortic stenosis, and mild to moderate central regurgitation. A second device, a 26mm transcatheter valve, was implanted in the aortic position using a valve-in-valve procedure. Both devices remained implanted. Per obtained medical records, the patient presented with chest pain, sweats, heart pounding, vomiting, and extremity numbness. Echocardiogram demonstrated critical aortic stenosis, with mild to moderate central regurgitation, mean gradient of 88mmhg and a peak gradient of 133mmhg. The leaflets were also noted to be thickened and calcified. The severe aortic stenosis and moderate to severe aortic insufficiency was completely resolve with implantation of the 26 mm transcatheter valve. The patient was discharged on post-operative day 1. The patient is a (B)(6)-year-old male with a history of diabetes mellitus, end stage renal disease needing dialysis, multiple valve endocarditis, tricuspid valve replacement, acute-on-chronic diastolic heart failure, complete av block with pacemaker placement, and tobacco use.